Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that two probes got plugged easily. No known harm to the patient. The product samples were retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?, evaluation codes, and additional MFR narrative. Two complaint samples were returned for evaluation for the probe aspiration issues. A review of the related device history records for the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. Sample 1: the complaint sample was visually inspected and deemed nonconforming. White foreign material was observed and the cutter was stuck in the port. An actuation test was performed and deemed conforming. It should be noted, that excess vibration was observed; however, actuation was functioning as intended. An aspiration test was performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately 5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. Sample 2: the complaint sample was visually inspected and deemed nonconforming. Red contamination was observed in the aspiration tube. An actuation test was performed and deemed nonconforming. Excess vibration was observed and the cutter did not close completely. An aspiration test was performed and deemed nonconforming. No aspiration was observed. The probe was disassembled and the components inspected. There was approximately 20 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was no resistance felt when removing the inner cutter from the needle. The inner cutter was slightly bent. There were gouge marks at the bend area of the inner cutter. The probe was tested with syringe and resistance was felt. A wire was inserted; however, it could not enter the aspiration path. Solid material was found to be blocking the aspiration path. Unrelated to the reported event, the actuation test was retested after the disassembly and the test was deemed conforming. The initial test was deemed nonconforming, due to the cutter not closing. A retest showed the cutter was able to actuate and close the cutter to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodged the material and the probe will then work properly. This test is then considered conforming. The complaint evaluation confirmed that one of the probes had a problem with aspiration, which can be attributed to the customer¿s reported event. The root cause of the reported event can be attributed to foreign material in the aspiration path blocking the fluid pathway. However, how or when the foreign material became lodged in the probe cannot be determined conclusively. The probe could not have been shipped in the condition as all probes are 100% inspected for actuation, aspiration, and cut during manufacturing. (B)(4).